Manufacturer narrative:
Qn#(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the event involved a patient who is pacer dependent. While in the operating room, during a "core value case" the pacing catheter was inserted via the patient's femoral site. When securing the pacemaker into place the md had difficulty securing the "tuohy-borst to the rubber gromit" as blood was backing up into the catheter's contamination shield. They used hemostats to tighten because it was not holding the pacemaker cable securely. The sales representative (sr) had a conversation with the customer on tightening down the touhy-borst. Per the sr, "the customer recently changed to femoral insertion only instead of placing two catheters during the procedure, one in the ij (internal jugular) and one in the femoral site. They use to leave the ij insertion in the patient and remove the femoral at the end of the procedure." No specific patient information is available. According to the sr there was no interruption / delay in therapy. No reported patient death, injury or complications. Medical / surgical intervention was not required.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of difficulty securing the tuohy-borst adapter is not confirmed. No product was returned for eval uation. The cause of the original complaint is undetermined.

Event description:
It was reported that the event involved a patient who is pacer dependent. While in the operating room, during a "core value case" the pacing catheter was inserted via the patient's femoral site. When securing the pacemaker into place the md had difficulty securing the "tuohy-borst to the rubber gromit" as blood was backing up into the catheter's contamination shield. They used hemostats to tighten because it was not holding the pacemaker cable securely. The sales representative (sr) had a conversation with the customer on tightening down the tuohy-borst. Per the sr, "the customer recently changed to femoral insertion only instead of placing two catheters during the procedure, one in the ij (internal jugular) and one in the femoral site. They use to leave the ij insertion in the patient and remove the femoral at the end of the procedure." No specific patient information is available. According to the sr there was no interruption / delay in therapy. No reported patient death, injury or complications. Medical / surgical intervention was not required.